Event description:
It was reported that when the patient presented in the emergency room after receiving appropriate hv therapies, the device was found to be intermittently undersensing vf. The physician will continue to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.